Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer was treated at the doctor's office with shots. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. There was no motor position encoder error alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.